Event description:
It was reported that at patient follow up one day post implant, post paced t-wave oversensing was observed. The patient did not receive therapy. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.